Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).

Event description:
Customer reportedly received the following results on his aviva meter, compared to two friends¿ aviva meters, within 10 minutes: 472 mg/dl on his aviva meter (system 1), 167 mg/dl on the second aviva meter (friend #1) (system 2), and 158 mg/dl on the third aviva meter (friend #2) (system 3). Customer stated he used his test strips for the test run on his meter. However, he used each of the friend's test strips when he tested on their meters. No adverse event reported. Customer declined to provide friends¿ information; no product will be returned.